Event description:
A malfunction on the customer's pump was reported, showing a malf 12 code. There was no adverse impact to the customer's blood glucose level. Technical support advised replacing the pump and instructed the customer to put the faulty pump into storage mode before returning it. The customer was also informed about using manual daily injections (mdi) as a backup therapy and the need to program their settings and connect their continuous glucose monitor to the new pump. The customer agreed to return the pump within 10 days to avoid charges and the replacement pump was sent by technical support.